Event description:
It is reported by the patient's attorney that the patient underwent left total hip replacement in 1999. Post-op patient experienced sudden onset of pain and x-rays taken in 2004, confirmed that the ceramic head had fractured. The following month, the device was removed and replaced.